Event description:
After successful deployment of a bifurcated device and an aortic extension an angiographic image showed a proximal and a distal type I endoleak. The physician deployed a (B)(4) limb extension to correct the distal type I endoleak, prior to addressing the proximal endoleak. An aortic extension was introduced and advanced. While advancing past the limb extension, the physician inadvertently pushed the limb extension past the aortic bifurcation with the delivery system. The aortic extension and the introducer sheath were removed and the cutdown was extended to remove the dislodged limb extension. After removing the limb extension a synthetic graft was sewn in, along with limb extension model and a bypass graft from the common iliac artery to the hypogastric artery, which repaired the distal type I endoleak. A final angiographic image showed no proximal type I endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Implanted limb extension was inadvertently moved during advancement of delivery catheter. Instructions for use state advance delivery catheter slowly under fluoroscopy to ensure implanted stent graft is not inadvertently moved.